Manufacturer narrative:
Additional information: the investigator assessed the event as unlikely related to the index device and sponsor assessed the event as possibly related to the index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated death as cardiac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure twp resolute onyx stents were implanted into the lad. Approx six months post index procedure the patient died. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.